Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check failure. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The issue was decided to be reported based on available information (without logs or determined faulty parts) as the reported issue may have underlying causes that may affect essential functions. In the further process of complaint handling the information received indicated that the issue was related to faulty expiratory cassette membrane. There was no patient involvement. Expiratory cassette membrane is article of consumption. The most likely root cause can be related to expected wear and tear of expiratory cassette membrane. Since defective part was not returned for further analysis, the exact root cause cannot be determined.